Event description:
On (B)(6) 2011 at 2100, an rn on ICU noted that the computer panel on the stryker bed model 2141, in touch, was indicating a power cord was unplugged. Nurse followed all power lines on bed to determine where power was unplugged. Nurse touched the power line at the head of the bed to check and received a shock while ensuring plug was in. Nurse felt dizzy after episode took place. Graphics was immediately notified and turned outlet breaker on and took bed out of service. Patient was placed in a new bed. Md notified and evaluated the patient in the bed, there was no harm to the patient. The rn involved was sent to the emergency department for evaluation and sent home. Subsequently, she has been away from work at her physician's request and now scheduled to return on (B)(6) 2011. An asist report was completed.